Manufacturer narrative:
Pump passed displacement test and selftest. However, unit received with moisture damage at electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and issues with the insulin pump. The customer¿s blood glucose level was 26 mmol/l. Customer treated their blood glucose levels via manual injection. Troubleshooting was performed. Customer advised the insulin pump was exposed to moisture possibly from an old reservoir which had been discarded. Customer advised they use manual injections since the insulin pump did not function. Customer advised the insulin pump would not properly complete the load process and did not function as designed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.